Manufacturer narrative:
(B)(4). Batch # p58p8e. Device analysis: the analysis found that one pve35a device was returned with no apparent damage and with two cartridges reloads present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch (reload batch # p57080 and reload batch # p58a0j).

Event description:
It was reported that during a laparoscopic hepatectomy, oozing occurred after the first firing. The site of oozing was checked, and unformed staples fell off the tissue. The device was used on the hepatic vein. The amount of the oozing was unknown. No blood transfusion was required. Additional hand suture was performed to complete the case. The staple line on the specimen seemed properly closed. There were no adverse consequences to the patient.